Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would keep rebooting. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection was performed and found that the alternating current power adapter was corroded on the power prong. During functional testing, the reported issue could not be reproduced. A review of the event history log revealed one 'improper shutdown' message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the power cord. The power cord will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.